Event description:
It was reported the programmer had a broken screen. It was further noted that software update attempts had been unsuccessful. No patient complications were reported as a result of this event.

Event description:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report of broken screen, however, the stylus was functioning correctly. Also confirmed that the software was unable to be loaded, after the hard drive was re-imaged, the software was able to be loaded.